Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. All explanted device components were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7082235/7082283. Product family: scs-linear leads, upn: m365sc2352700, , model: sc-2352-70, serial: (B)(4), batch: 7073383. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7072590. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 7071191/7071215/7070866/7071185.